Manufacturer narrative:
Product event summary sn (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 1 electrical fault alarm recorded on (B)(6) 2017 due to an overcurrent condition resulting in the pump running on a single stator. 1 high watt alarm was subsequently logged as a result of the pump running on a single stator. On-site inspection of the driveline cable by the clinical specialist did not reveal any damage/contamination to the driveline cable. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause of the observed electrical fault alarm may be attributed to a short in the driveline cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was with caregiver going to the hospital for routine lab work on (B)(6) 2017. Patient noticed fault alarm stating to call, patient muted alarmed and called vad coordinator who instructed patient to go to the hospital. Patient was hospitalized, device was serviced and patient was discharged home with no further complications. Patient was asymptomatic. No further information received at this time.